Manufacturer narrative:
Section a: patient weight was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient stated they were shocked by their system controller. The patient called abbott patient line and the representative said it was possible if the outer paint on the controller had worn off. The patient went to clinic and had a controller exchange. The patient was also given a pouch to wear the controller. The patient called again stating they were shocked again with the new controller. The event log file captured routine events. There was nothing in the log file that indicated electrostatic discharge (esd) events causing pump resets.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of user shock was unable to be confirmed. The system controller (serial number unknown) was not returned for evaluation. No log files from the event system controller were submitted for review. Provided information indicated that the patient also felt the shocks on their previous controller (serial number: (B)(6)), and exchanged to this controller, but the shocks continued. It was also reported that the shocks did not occur while the patient was connected to batteries. Attempts were made to obtain additional event information, but no response was received. The root cause for the user shocks was not able to be conclusively determined via this investigation. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.